Event description:
It was reported that the rv lead was explanted due to unacceptable thresholds, non-capture, sensing difficulty, and apparent lead fracture. No patient complications were reported as a result of this event.